Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. It was not reported whether remedial treatment was rendered. It was unknown whether the patient was hospitalized. The cause of the peritonitis event was unknown. Additional information was requested but is not available.